Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, loss of capture was observed on the right ventricular (rv) lead. X-ray confirmed the rv lead was dislodged. An echo was performed and noted pericardial effusion. A CT scan was also going to be performed prior to the lead revision procedure. The patient was transferred to another hospital that does not work with boston scientific. Therefore, no additional information is available. No additional adverse patient effects were reported.